Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during trial lead removal, one of the leads broke and a portion remained implanted. As a result, the abandoned portion of the lead was explanted during the permanent implant procedure on (B)(6) 2025 to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.